Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient was experiencing pocket stimulation when lv pacing was programmed to lv-tip to rv-coil. Lv pacing was reprogrammed for the patient not to feel pocket stimulation. No further patient complications have been reported as a result of this event.